Event description:
During a lung resection, the weck hemolock med/lg clip was used to seal a blood vessel. Subsequently, in recovery the clip failed and released from the vessel. The pt was taken back to the operating room but she expired.